Event description:
It was reported that a kink in the disposable line for the fluid warming device was found, event details are unknown. No patient death or serious injury was reported.

Manufacturer narrative:
Event date is unknown. No catalog, model, lot, or serial numbers were communicated; device expiration date and device manufacturing date not available. Device evaluation, including root cause analysis, is in progress. No product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Additional information: the complaint information was provided from a 3rd party company who conducted a general post-market clinical follow-up (pmcf) activity on our company's behalf. Post-market clinical follow-up for this product family is required to comply with EU MDR requirements. This general pmcf activity consisted of interviewing clinicians anonymously about safety and performance of the level 1 hotline and fast flow temperature management systems at the asa (american society of anesthesiologists) anesthesiology conference from (B)(6) 2022 through (B)(6) 2022. Devices within the scope of this activity included intravascular devices only, not irrigation products.

Manufacturer narrative:
H10: no product was returned for investigation. The cause of the reported problem could not be determined, and the complaint cannot be confirmed. The affected items tab shows the complaint part number is not available nor is the item serial number. However, the files in complaint object attachment inform on the model of the device in question which is trauma fluid warmer. Based on the complaint description, the customers concern is related to the pressure chamber underinfusion/slow flow issues. This is a known issue related to level 1 trauma units with pressure cuff manufactured after a design change to the level 1 pressure chamber doors, implemented in 2016. Investigation of this issue has been fully documented through a CAPA which is ongoing and trended. A device history record (DHR) review is not required nor could a DHR review be performed because there is no serial number or part number provided by the customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).